Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a small section of their pump incision that was not closing from implant. The section was superficial and did not extend to the pump. The doctor was going to close the wound on (B)(6) 2019. He opened the pump pocket and saw the pump segment of the catheter was cut on the distal side of the collet in relation to the pump. He believed he may have accidentally cut the catheter when he opened the pump pocket. The cut portion of the catheter was replaced and cerebrospinal fluid was successfully aspirated from the catheter access port. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a slice cut in the catheter body. If information is provided in the future, a supplemental report will be issued.